Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received no motor alarm after he rewound the pump. The customer stated that he tried to fill the tubing and it read no reservoir. The customer stated that the alarm took him in a loop. The customer was disconnected.